Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A physician reported a site navigation system articulating arm that would not tighten properly and will not hold grip. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.